Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. A sjm representative tried reprogramming to no avail as the amplitude cannot be increased. As a result, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2016 where in the physician electively replaced the ipg. Reportedly, the patient does not have effective therapy postoperatively. Additional surgical intervention may be taken at a later date to address the issue.

Event description:
Additional follow up received identified the patient underwent surgical intervention on (B)(6) 2016 wherein the scs system was explanted. Sjm was not present at the surgery.